Event description:
Decoder data was analyzed.

Event description:
The patient underwent lead revision surgery. The explanted lead was likely discarded as the surgeon sated that he discards the explanted devices.

Event description:
This patient's device showed high lead impedance. The physician said they got an error message as well but that the output current is still being delivered. Patient swiped the magnet but was not able to feel any stimulation. No known surgical interventions have occurred to date.